Event description:
An optometrist reported that a patient presented with light sensitivity approximately two weeks post lasik. The previously prescribed topical steroid eye drops were increased. The patient's symptoms are not interfering with their daily activities and vision is good. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).